Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a serious injury on (B)(6) 2017 due to low blood glucose. The customer woke up early in the morning and passed out. They had low blood glucose of 20 mg/dl. The emergency medical service was dispatched and the customer was treated at home with glucose tablets and glucagon shots. The emergency medical service had wanted to take the customer to the hospital but she had declined. The customer was wearing the insulin pump during the incident. The customer's current blood glucose level was 196 mg/dl. Troubleshooting for the low blood glucose was not completed because the call was dropped. A follow up call will be made.